Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that during a follow-up with a CT the physician noticed that the aneurx stent graft had migrated due to the aortic neck expansion where the neck measures 28 mm at the renal arteries and 15 mm below, it was 32 mm in diameter with a proximal type ia endoleak present. After doing an angiogram there was 8+ cm's from the renal arteries to the bifurcation of the previously implanted aneurx stent graft. It was decided to treat the patient with endurant cuffs. A 32/32/49 endurant cuff was placed first followed by a 36/36/70 endurant cuff to reach the renal arteries. Four aptus anchoring pins were then placed in the proximal portion of the 36/36/70 cuff. After angio the proximal part was sealed but it appeared that there was insufficient overlap between the cuffs and the previous stent graft. It was confirmed there was no endoleak between the endurant cuffs, just not enough overlap. A third 36/36/49 cuff was then placed at the bifurcation of the aneurx stent graft and a good seal was obtained. No clinical sequelae were reported and the patient is fine.